Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels and received a no delivery alarm. The customer reported that he forgot to connect the infusion set. Blood glucose level at the time of the incident was 422 mg/dl. Blood glucose level near the time of the call was 248 mg/dl. The customer reported treating with a manual injection the night prior to the call and with the insulin pump the day of the call. The insulin pump was not replaced or returned for analysis.